Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan result compared to readings obtained on a hcp meter of 500 mg/dl and experienced dizziness, high blood pressure, frequent urination and disturbance in the stomach. Customer was seen by an healthcare professional and treated with insulin serum (dose/type unknown). No further information was provided. There was no report of death or permanent injury associated with this event.